Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly, high alarm silenced: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the downstream occlusion (dso) sensor was found to be defective and was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue and perform a full preventive maintenance and all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical pump had a cassette not attached properly alarm. No patient involvement.